Event description:
Device complication: none, time of complication: one-month follow-up, symptoms: slurred speach. It was reported that the pt complained of episodes of slurred speech. Her doppler was normal as well as the neuro evaluation. The pt reported no further episodes of speech disturbances as of 06. No additional information is available.